Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 . Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage and observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.